Manufacturer narrative:
A service quote was sent for approval; however, the customer did not accept the quote, and the service was canceled. The authorized service provider (asp) was not able to evaluate or repair the device; therefore, no work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from use, but there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that the device was not turning on during setup and requested onsite service. The customer also informed the rse that the biomedical (biomed) engineer was able to duplicate the reported issue, verified 120v at the power cord, and confirmed that the front panel light emitting diodes (leds) were illuminated but no voltage at the power management (pm) printed circuit board assembly (pcba) j1 connector. A service quote was sent for approval. The investigation is ongoing.